Event description:
It was reported per field service report: pump was on pt. Symptom - pump only ran about 20 minutes during transport. Findings/actions taken: replaced battery. Also found nuts holding the keypad overlay loose inside control head. Reinstalled and tightened. Add'l info received 7/15/2010 from the flight tech stated that "the pump battery stopped working while rolling the pt to the transport vehicle. As a result, the pump was plugged into the electrical socket during the flight. Upon arrival the pump was unplugged and put back on battery, however the battery again failed as the pt was being taken to his/her room. The pump was exchanged off the pt for the hospital's pump.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.